Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder came out of the left side of the corpora and went into the scrotum. A surgical intervention was performed in which one cylinder was kept and the other was removed and replaced. No patient complications were reported.